Event description:
The manufacturer received information alleging an incourage device caused a patient to cough up blood during therapy. There was no allegation of a device malfunction. The patient discontinued use of the device. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an incourage device allegedly caused a patient to cough up blood during therapy. There was no allegation of a device malfunction. The patient discontinued use of the device. The device was returned to a third party service center for evaluation. During the evaluation of the device contamination was observed and the device was scrapped.